Event description:
Procedure: lap vertical banded gastro-plasty. Reportedly, the intrument fired and no staples formed, however, the knife blade advanced. The surgeon converted to open procedure to control the bleeding and completed the case.